Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The technical service engineer (tse) reviewed the live logs and identified error 2-8a, indicating a connection issue between the erbe and an instrument that could be caused by a faulty connector, cable, instrument, or the erbe. The devices involved with this event have not been received for failure analysis evaluation. Review of the instrument log showed all multi-use instruments used in the case have been used in subsequent procedures except for the following instrument: maryland bipolar forceps. Review of the advanced system log review found that the provided statement of "generators being activated together" would have no relation to the 2-8a iesu errors. It is assumed this was in reference to an e-100 and erbe being used at the same time. This would have no relation to the 2-8a error. The 2-8a error indicates that there is an issue reading instrument data, which would be due to a connection issue between the erbe and the instrument. This could be caused by a faulty connector, cable, instrument, or erbe.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the vio dv experienced several errors while a suction coagulator was in use and caused interference with the da vinci system. The errors caused the vio dv to stop activating. Another generator was used to resolve expected bleeding with cautery from the suction coagulator. The technical service engineer (tse) reviewed the live logs and identified error 2-8a, indicating a connection issue between the erbe and an instrument that could be caused by a faulty connector, cable, instrument, or the erbe. The bleeding was not related to a da vinci instrument or accessory. System functionality was checked upon initially powering on without errors. It is unknown what surgical task was being performed at the time the bleeding occurred. It is unclear whether anatomical factors caused the bleeding. It is unknown from which tissue or vessel the bleeding was observed, what was the cause, and the blood loss amount. No blood transfusion was required. There had been no unexpected movement of a da vinci product that caused the bleeding.